Event description:
Complainant alleged that while attempting to treat a pt, the device failed to charge to set energy and the display blanks out. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.